Manufacturer narrative:
The returned driver was examined. The drive tip was twisted; the complaint is confirmed. A review of the manufacturing records did not identify any issues which may have contributed to this event. An internal CAPA has been opened to address this issue.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a torque handle malfunctioned above 90 in-lbs and caused a driver shaft to twist during surgery. A backup torque handle and driver shaft were used to complete the procedure. There are no reports of patient injury associated with this event. This is report one of two for this event.